Manufacturer narrative:
The explanted device is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status had not reached elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. It was determined that this device experienced normal battery depletion.

Event description:
Boston scientific received information that this pacemaker exhibited premature battery depletion. At the previous follow up in (B)(6) 2012, the remaining longevity was 1.5 years with a magnet rate of 100 ppm. In (B)(6) 2013, the remaining longevity was less than 0.5 years with a magnet rate of 90 ppm. The device was explanted and replaced. No adverse patient effects were reported.